Manufacturer narrative:
Device #2 prostar xl, part# 12322-02, lot# unk, is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The prostar xl instructions for use state, caution: this device should only be used by physicians who are trained (or other healthcare professionals authorized by or under the direction of such physicians) in diagnostic and therapeutic catheterization procedures, and who have been trained by an authorized representative of abbott vascular. The prostar xl pvs system are intended for percutaneous delivery of sutures for closing the common femoral access site.

Event description:
Device #1 malfunction: failure to deploy-sutures. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the prostar xl device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, when the needles were deployed, no sutures were attached. An attempt was made with a second prostar xl device but with the same results. Hemostasis was achieved with "conventional" surgery. There were no reported adverse patient sequelae. Though requested, no additional information was provided.